Manufacturer narrative:
The prograsp forceps instrument was requested to be returned, but it has not yet been received by isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Review of the provided image is consistent with the reported problem. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the distal clevis/grip apparatus has become completely dislodged from the main tube. This is typically caused by the distal end of the main tube becoming damaged, likely through excessive force. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. This complaint is considered a reportable event due to the following conclusion: the instrument and cannula were removed together due to a loose component. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ ileal conduit surgical procedure, the grasping end of the prograsp forceps instrument became dislodged from the sheath and was not operating properly. The forceps had to be manually closed with other instruments laparoscopically. Theprograsp forceps with the robotic port had to be undocked and removed from the patient. The grasping end of the prograsp forceps could not be removed from the port, thereby necessitating the wires in the prograsp forceps needing to be cut completely through with wire cutters, to extract the prograsp forceps from the robotic port. A backup instrument of the same type was used and the procedure was completed with no reported injury. The prograsp forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the sheath refers to the outer casing of the shaft of the instrument. The instrument shaft cracked and bent where the metal wrist meets the plastic casing ¿sheath¿ of the instrument shaft. Pictures were provided.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer complaint. The instrument was found to have the main tube broken at the distal end. Several pieces measuring from 0.207 to 0.420¿ was not returned with the instrument. The distal end was completely detached from the main tube, and all the wires are severed. The distal tip was returned with the instrument. No functional testing could be performed in-house due to the damaged condition of the instrument. The root cause of broken instrument main tube is typically attributed to mishandling / misuse.

Event description:
Refer to h10/h11 for follow-up information.